Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 97 to 115mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to her husband's meter; observed 50 mg/dl difference between readings. Back to back blood test produced test results of 125mg/dl using truetrack meter and 70mg/dl using husband's meter. She felt shaky and unusual after test. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 140 mg/dl and 143 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 206mg/dl (B)(6) 2015 11:11am. 2: 105mg/dl (B)(6) 2015 06:51am. 3: 125mg/dl (B)(6) 2015 06:30am. 4: 123mg/dl (B)(6) 2015 09:14pm. 5: 114mg/dl (B)(6) 2015 06:03pm. Adverse event not reported.